Event description:
An investigation was performed following complaint filed on 12/21/04 by dr conveyed on a tissue utilization record that stated the following: "used with pericardium infection 3-day post surgery." Dr was contacted by rti for clarification. Dr explained that pt presented with swelling and what looked like pus coming from the surgery site 2-days after a ridge augmentation procedure that he performed in 2004. The pt was placed on doxicycline post operatively as routine procedure. There was some reference that the pt might have had some trauma to the area after the surgery, which may have caused an inflammatory response. Dr then placed the pt on clindamycin and the pt is recovering well.